Event description:
Pt reported that approx 5-6 times during the previous 2 years, pt experienced infusion set tubing disconnected from the luer lock connector. Pt indicated that she had experienced elevated blood glucose (>500 mg/dl) as a result. Pt indicated that she believed the separation was caused as a result of putting add'l stress on the connection. Pt indicated that she changed the infusion set tubing and administered injections to correct the elevated blood glucose. Pt indicated that medical attention was not necessary to address the issue.

Manufacturer narrative:
2183993-03/21/06-001-r.